Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. No abnormalities was noted during preparation of the sheath. During the procedure when the physician inserted the farawave catherter into the faradrive sheath and then aspirated with the syringe, many bubbles were noted and made the syringe with frothy blood when aspiration. As per the physician, it indicates lack of an airtight seal. It was also mentioned that sheath had the valve leak. Air may have leaked form the proximal end due to non-airtight seal when attempt was made to aspirate the sheath upon insertion of catheter. Pressure bag method was used for irrigation. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. Device is not expected to be return for analysis as it was disposed.